Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device cutter was able to be inserted and seated in the drill; however, the protective footplate had been drilled into and broken off so the tester was not able to run the attachment to confirm the heat. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the craniotome device had an unspecified malfunction. The reporter stated that the device may have been heating up and unable to seat the drill bits. During in-house engineering evaluation, it was observed that the cutter was able to be inserted and seated in the drill however the protective footplate had been drilled into and broken off so the tester was not being able to run the attachment to confirm heat. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.